Manufacturer narrative:
Continuation of d10: product ID 8578 serial # (B)(6); implanted: (B)(6) 2012; explanted: (B)(6) 2025; product type catheter pro duct ID 8709; serial# (B)(6) implanted: (B)(6) 2004; explanted: (B)(6) 2025. Product type catheter product ID 8709sc; serial# (B)(6) 2025; implanted: (B)(6) 2009; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(6); ubd: 24-feb-2014, UDI#: (B)(4); product ID: 8709, serial/lot #: (B)(6), ubd: 30-mar-2006, UDI#: (B)(4); product ID: 8709sc, serial/lot #: (B)(6) , ubd: 16-dec-2010, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal baclofen (gablofen) 2,000 mcg/ml at 744 mcg/day via an implantable pump. It was reported that the patient had post-operative infection at pump site. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. The physician implanted new pump and catheter on opposite side and explanted infected pump. New system implanted on opposite side and infected pump explanted. It was unknown if the issue had resolved at the time of this report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via a company representative who reported that the patient was seen yesterday for wound check and the issue was resolved.